Event description:
Fractured left sided riata lead capped. Riata is a st. Jude lead. No further information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).